Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, moderately calcified and 90% stenosed. A voyager balloon catheter was delivered for the pre-dilatation; however, the balloon ruptured at the first inflation at 14 atm. It was noted that balloon may have ruptured due to lesion calcification, and thus it was exchanged for a mercury nc balloon catheter, and another company's stent was implanted to successfully complete the procedure. Reportedly, there were no patient effects. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was a longitudinal rupture proximal to the distal taper for a length of 9 mm. There was scratches visible at the proximal edge of the rupture. The distal end of balloon was wrinkled. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and the returned product analysis. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the difficulties experienced. The dilatation catheter was returned with blood visible in the guide wire lumen with contrast visible in the inflation lumen, which suggests that the catheter was prepped for use and advanced over a guide wire at some point. The distal end of the balloon was also noted to be wrinkled, through since this was not reported in the case description, the balloon may have become slightly bunched during or after the procedure as a result of handling. The analysis confirmed that there was a longitudinal rupture on the distal end of the balloon for a length of 9 mm. Additionally, there were scratches evident not the outer surface or the balloon adjacent to the rupture site. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Therefore, based on the information received with this complaint and the returned product analysis, the reported balloon rupture appears to be related to circumstances of the procedure. The manufacturing lot history record review did not reveal any non-conforming material reports associated with this product part/lot number combination. This MDR is considered closed by the product performance group.